Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
During the index procedure, the patient had two resolute integrity drug-eluting stents implanted in the lcx. It is reported that the patient suffered an mi post stent implant. The investigator assessed that the event was probably related to the study device.